Manufacturer narrative:
The field service engineer (fse) inspected the module and discovered that the rinse mechanism was not filling up the cuvettes with water. He then replaced the rinse mechanism tubing. The customer verified the module's performance by calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, ci for gen.2 results for an unspecified number of patient samples tested on the cobas 6000 c501 (ul) v. It is unknown if the initial result was reported outside of the laboratory. The reporter was able to provide one example of a discrepant result. The results as recalled by the reporter were: the initial sodium result was 109 mmol/l with a repeat result of 135 mmol/l. The initial chloride result was 135 mmol/l with a repeat result of 110 mmol/l. The sodium and chloride electrode lot numbers were requested but not provided.